Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette sensor error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Error log showed cassette not attached properly. The primary reported problem was confirmed through functional testing. The downstream occlusion (dso) sensor was found to be stuck and needs replacement. The dso sensor was replaced to correct the issue. The device passed all functional tests after the repair.